Manufacturer narrative:
The sample was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced fungal peritonitis. The cause was unknown. It was not reported if the patient was hospitalized for the event. On unreported date(s), the patient received treatment with three unspecified antibiotics intraperitoneally. At the time of this report, the patient had recovered from the event. Pd therapy was ongoing. Additional information is not available.